Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a fractured force sensor pin. The pump did not detect the cartridge during the load step and dispensed fluid from the cartridge during eval. The pump emitted a "no cartridge detected" warning.

Event description:
Eval revealed a fractured force sensor pin.